Event description:
It was reported that during the surgery, could not fire without motor sound . Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/29/2023. D4: batch # 483c91. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device and one gst45b reload(b) present. The loaded reload was received partially fired 1/4, the reload(b) was received unfired. The returned device and loaded reload and reload(b) were tested for functionality in the straight position by resetting and reloading loaded reload into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 483c91, and no non-conformances were identified.